Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported extension set disconnected during patient use. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.